Manufacturer narrative:
Investigation pending.

Event description:
The customer provided information regarding the following event occurring on two patients: triage meter pro produced negative results for bnp and trop, and in the lab they were positive. Patients presented with "definite symptoms" no additional information provided. Despite multiple attempts the customer could not provide the device product type or lot number used during the reported event. Unable to confirm if tni result was obtained on a product same/similar to a medical device distributed in the us. Customer could only provide the meter used during testing. Meter is same/similar to a product distributed in the us, therefore malfunction MDR is being filed.

Manufacturer narrative:
The customers complaint was not replicated during in-house testing of customers returned triage meter with in-house samples. The meter performed properly and no issues with tni recovery were observed. The device lot number in use during the alleged failure could not be identified during the investigation of the returned meter. Based on the information available, there is no indication of a product deficiency and no corrective action is required.